Event description:
It was reported that the customer was hospitalized and admitted to the ICU due to a diabetes-related issue on (B)(6), 2025. The highest recorded blood glucose level during the incident was high, but no specific value was provided. Technical support confirmed that the pump was functioning correctly, and no issues were found with the cartridge, infusion set, tubing, or insulin. The customer received IV and fluid treatments, including saline and insulin, which resolved the issue, and they were released from the hospital on (B)(6), 2025. Multiple attempts were made to gather more information on the alleged issue, however, no response was received.